Event description:
Info indicated that three nurses were rolling pt on her side and the siderail came down. The nurses stated that the pt fell onto them. The nurses allegedly went to the e.r. But no injuries were reported.

Manufacturer narrative:
The hill-rom technician inspected the bed and found no problem with the siderails latching.